Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four bursts of anti-tachycardia pacing (atp) and two inappropriate shocks due to functional undersensing of atrial tachycardia (at). Technical services (ts) noted the rhythm was 1:1 but the patient experienced premature ventricular contractions (pvc). This caused the device to sense a ventricular rate greater than the atrial rate and delivered therapy. The plan is to continue monitoring the patient. No additional adverse patient effects were reported. This ICD remains in service.